Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k codes: k113753, k112160. Only the top part was received.

Event description:
It was reported that implant fractured in half, horizontally across the implant right at the trabecular metal portion of the implant. Patient will have to return to try to remove the broken piece up by the sinus. Tooth location #3.

Manufacturer narrative:
(B)(4). One zimmer trabecular metal implant was returned for inspection. Visual inspection revealed that the device shows moderate signs of wear and bone tissue attachment about the remaining threaded region. The device is fractured at the connection point. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Complaint indicates implant fracture, and that a portion was lodged into the sinus. Alleged event regarding implant fracture was confirmed during investigation. A definitive root cause for this complaint could not be determined.

Event description:
No further event information available at the time of this report.